Event description:
An ophthalmic surgeon reported a footswitch did not work precisely before a procedure. The procedure was started and completed with the same equipment. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).